Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and performed bicarbonate buffer test. All three sensors passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a threshold suspend alarm. Customer states that she had discrepancy between her sensor glucose unknown and blood glucose 160 mg/dl. Trouble shooting was performed, but the sensor was not able to connect with the insulin pump. No further information was provided.